Manufacturer narrative:
The arjo representative inspected both the sling and maxi 500 lift and confirmed that the sling was in good condition and maxi 500 was working as intended. No product malfunctions were identified. It was confirmed that the customer was using the correct 2-point spreader bar. The IFU for maxi 500 (001.20815.en) instructs the user to apply the loops to the spreader bar as follows: ¿connect the shoulder loops, and then the leg section using one of three methods previously described¿. It also instructs to ¿make sure that loops are positioned correctly and that the safety latches are closing the hooks.¿ taking it into consideration, it can be concluded, that when the sling is correctly applied, the shoulder strap should be under the leg strap and the safety latch is closed. The aforementioned leads to assumption that in order to allow detachment of the shoulder strap, most likely the improper application of the loops on the spreader bar took place. At the time of the event the device was used for treatment and therefore played a role in the event. No malfunction of the maxi 500 or hammock 6 strap sling was found. The complaint was decided to be reportable due to indication that loop detached during transfer and patient fell, sustaining a serious injury.

Event description:
Following the information provided, during transfer from shower commode to the bed, the left shoulder strap of the hammock 6 strap sling disconnected from the spreader bar of maxi 500 lift. As a result, the patient fell out of the sling to the left side and hit her head on the floor. The patient sustained left parietal bilateral temporal subarachnoid hemorrhage and multi compartmental intracranial hemorrhage. After the event the patient was transferred to the (B)(6) hospital where she was hospitalized for one day.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo representative was informed about the event involving the passive floor lift and sling (model no. Tha6i-m-33) it was reported that during resident transfer from a shower commode to a bed the left shoulder strap disconnected from the device spreader bar. As a consequence of the event the resident fell out of the sling to the left side and hit her head on the floor.